Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
During an open reduction internal fixation (orif) of an olecranon, an elbow fracture, a drill bit broke on (B)(6) 2013. The fragment was left in the bone of the patient. There was no additional time added to the procedure and no harm to the patient. This is report 1 of 1 for complaint (B)(4).